Manufacturer narrative:
Date of event is estimated. (B)(6).

Event description:
It was reported that the patient lose therapy due to high impedance. As such, surgical intervention took place on (B)(6) 2022 wherein the lead was explanted and replaced with a new lead addressing the issue, reportedly, therapy was restored post op.

Manufacturer narrative:
DHR for neuro lead model #: 3186, serial #: (B)(6) and lot #: a000117953 was reviewed. The DHR review confirmed that lead met manufacturing requirements prior to shipment per applicable procedures and no reworks on unit. The engineering review could not be performed since the lead is pending to be returned for evaluation by the ppe group. Thus, allegation was unable to be confirmed or not confirmed (unable to determine from information available). Conclusion: the report event of high impedance was not confirmed. As received, visual inspection and resistance testing showed the returned lead passed all functional tests. The cause of the reported event remains unknown.